Event description:
During an open reduction internal fixation procedure of a fractured left ankle the surgeon was using a 1.5mm drill bit to prepare a hole for the screw fixation. The drill bit "broke off in the one" and was not retrieved.

Manufacturer narrative:
The actual device was evaluated. Photographs, visual and mechanical testing was performed. The device met all design and mfg specifications. The findings indicated the drill bit broke due to bending and torsional overload.